Manufacturer narrative:
The lead was not returned, so no analysis could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, no pacing was observed even when the output was set to 10v. After several attempts, the lead was removed and the procedure completed with a different lead. The attempted lead was discarded by the hospital. No adverse patient effects were reported.